Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the first spyscope ds ii was used with a few pulses from the ehl probe and it was noticed that the image flickered and was lost. A second spyscope ds ii was used with no ehl probe, when flushing sterile saline through spyscope ds ii the image flickered and three flashing dots appeared on the screen. They turned off and on the spyglass ds controller and the image returned, however, when they flushed again through the spyscope ds ii the image flickered again and three flashing dots appeared. The spyscope was unplugged and plugged back in. The controller was restarted. Biomed came to insure all cables were plugged in correctly. None of these resolved the problem. The procedure was not completed due to this event. The procedure was rescheduled on a later date and was completed using a balloon sweep and sphincteroplasty with a hurricane balloon. There were no patient complications reported as a result of this event.